Event description:
Allegedly pt. Is followed for a painful mom arthroplasty. She presented to the emergency room with displacement of her acetabular component.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00207, 00208, 00209.